Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 21mm watchman ® laa closure device & delivery system (wds) were used. The wds was advanced and the closure device was deployed, but it was too proximal and a full recapture was performed. The was was then advanced a little more distal. However, under fluoroscopy they noticed that the was was kinked. The was was removed and the procedure was completed with a new was and wds. No patient complications were reported and the patient status is stable.